Event description:
The surgeon implanted a collamer lens in 2005. Upon insertion, the lens dropped into the posterior capsule through a small capsule break. The surgeon stated a vitrectomy was not performed. It was indicated the capsule break was pre-existing and the lens did not cause this event. The surgeon decided to leave the collamer lens in the pt's eye and implanted a sulcus lens. The surgeon said the pt is currently doing fine and will continue to monitor the pt. The surgeon stated the model and lot numbers of the injector used were unk. Additionally, the serial number of the lens was unk. The sfc-25 cartridge was used, but the lot number was unk.